Manufacturer narrative:
The device and leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker stored an episode showing noise on the right atrial (ra) lead and right ventricular (rv) lead. The noise was oversensed, resulting in pacing inhibition of greater than two seconds in this pacemaker-dependent patient. Technical services reviewed the episodes and other device reports and noted that during maneuvers no noise could be produced. The automatic gain control (agc) was set to nominal and then noise was reproduced with massive right hand pressure. The induced atr episode showed noise that was consistent with the stored v episode. The device was reprogrammed from unipolar sensing to bipolar sensing to resolve the oversensing issue. No adverse patient effects were reported.